Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement , patient was allegedly diagnosed with thrombosis. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. Medical record alleges that, a patient was implanted with power port m.r.I. Implantable port chemotherapy of breast cancer via the right internal jugular vein. Three months and four days later, patient presents with right arm swelling, so an ultrasound right upper extremity venous doppler was performed and was found to have port associated dvt. It was also reported that patient was diagnosed with acute embolism of right internal jugular vein. Next day, the port was removed. Therefore, it can be confirmed that the patient had dvt and acute embolism. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on (B)(6) 2022, a patient underwent the port placement procedure via the right internal jugular vein for the chemotherapy of breast cancer. Approximately three months and five days later on (B)(6) 2022, patient was diagnosed with deep vein thrombosis and acute embolism. Subsequently, on (B)(6) 2022, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, patient underwent bard powerport isp MRI implantable port placement procedure. About sometime later after port placement procedure, patient was diagnosed with thrombosis. However, the current status of the patient was unknown.